Manufacturer narrative:
Manufacturing review: a manufacturing review was conducted. The lot met all release criteria. Visual inspection: the sample was used. Both slides were in their initial positions. There were no visual anomalies noted on the device. Performance/functional evaluation: to prime, the top slide was pushed into the device. The top slide was able to freely move and lock into place. While priming the bottom slide the top slide released, leaving the bottom slide in the primed position and the top slide in the initial position. An x-ray was performed on the device and it showed that the cannula tangs were not fully engaging when the top slide was primed. This likely caused the cannula to release without being triggered. The device was disassembled and internal parts were inspected. Upon disassembly, the bumpers were found to be intact and in the correct position. It was noted that the cannula tangs did not have enough space to fully lock into position. There were no other anomalies found. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: no medical images have been made available to the manufacturer. Conclusion: the investigation is confirmed for self-activation as the returned device self-activated during functional testing. Although the device appeared to have primed during functional testing, the x-ray imaging confirms that the cannula tangs were unable to completely lock into place; therefore, the investigation is also confirmed for failure to prime. Per the evaluation results, it was found that the cannula tangs were not fully engaged and would release after the device appeared to prime. It is likely that this contributed to the self-activation and priming issues. However, the definitive root cause is unknown. Labeling review: the current maxcore instructions for use (IFU) provides general instructions for use of the device, as well as warnings, precautions, and potential complications associated with the device. (B)(4). The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that during an ultrasound guided breast biopsy, after obtaining the first tissue sample, the device allegedly self activated then failed to prime. No patient injury was reported.